Manufacturer narrative:
Concomitant medical products: d314drg crt-d, implanted: (B)(6) 2013. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alerted for high rv coil and superior vena cava (svc) coil impedances. It was noted the impedances were varying and there was oversensing. The rv coil was reported to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.